Event description:
Pt in surgery for repeat CABG. Initiated bypass. Arterial blood dark red; in-line monitor reading arterial p02-58 and blender at 100% 6 liters. P02 at 45-48. Blood gases drawn p02-48 from lab. Increases flow of gas to 10. P02 in line staying at 48. Decision to change oxygenator. Pt at normal temperature, off bypass on his own with pressure 125/82. New oxygenator. On bypass with p02 at 250 immediately. Verified by lab. Pt expired in surgery about 2 hours later. At that time he was off bypass and skin sutures were being placed when he arrested and was not able to be resuscitated. Cardiologist noted in record that pt was a high risk pt with or without the surgery.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.